Manufacturer narrative:
This case was initially received via regulatory authority (medical devices vigilance area, reference number: (B)(4)) on 01-dec-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2009, the patient experienced amenorrhoea ("menstruation stopped after a year and a half"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), major depression ("major depressive disorder (under treatment)"), back pain ("lumbar pain"), headache ("headache"), hypertension ("arterial hypertension"), musculoskeletal pain ("muscle and joint pain"), fatigue ("chronic fatigue"), paraesthesia ("tingling in feet and legs"), dyspepsia ("heartburn"), amnesia ("memory loss"), dry mouth ("dry mouth"), dysgeusia ("metallic taste in mouth"), osteitis ("trochanteritis"), intervertebral disc protrusion ("herniated disc") and jaw disorder ("mandibular bone problems"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, major depression, amenorrhoea, back pain, headache, hypertension, musculoskeletal pain, fatigue, paraesthesia, dyspepsia, amnesia, dry mouth, dysgeusia, osteitis, intervertebral disc protrusion and jaw disorder outcome was unknown. The reporter considered amenorrhoea, amnesia, back pain, dry mouth, dysgeusia, dyspepsia, fatigue, headache, hypertension, intervertebral disc protrusion, jaw disorder, major depression, musculoskeletal pain, osteitis, paraesthesia and pelvic pain to be related to essure. The reporter commented: in (B)(6) 2019, the patient came to our centre reporting the appearance of symptoms, which she associates with the placement of the essures (in (B)(6) 2007) and that are affecting her quality of life. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (medical devices vigilance area, reference number: (B)(4)) on 01-dec-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2009, the patient experienced amenorrhoea ("menstruation stopped after a year and a half"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), major depression ("major depressive disorder (under treatment)"), back pain ("lumbar pain"), headache ("headache"), hypertension ("arterial hypertension"), musculoskeletal pain ("muscle and joint pain"), fatigue ("chronic fatigue"), paraesthesia ("tingling in feet and legs"), dyspepsia ("heartburn"), amnesia ("memory loss"), dry mouth ("dry mouth"), dysgeusia ("metallic taste in mouth"), osteitis ("trochanteritis"), intervertebral disc protrusion ("herniated disc") and jaw disorder ("mandibular bone problems"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, major depression, amenorrhoea, back pain, headache, hypertension, musculoskeletal pain, fatigue, paraesthesia, dyspepsia, amnesia, dry mouth, dysgeusia, osteitis, intervertebral disc protrusion and jaw disorder outcome was unknown. The reporter considered amenorrhoea, amnesia, back pain, dry mouth, dysgeusia, dyspepsia, fatigue, headache, hypertension, intervertebral disc protrusion, jaw disorder, major depression, musculoskeletal pain, osteitis, paraesthesia and pelvic pain to be related to essure. The reporter commented: in (B)(6) 2019, the patient came to our centre reporting the appearance of symptoms, which she associates with the placement of the essures (in (B)(6) 2007) and that are affecting her quality of life. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.